Event description:
Per the clinic, the patient experienced poor performance with no indication of auditory percepts since activation. It was reported that the patient sustained a trauma to the head (date not reported). The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).